Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site address: (B)(6).

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) encountered two error messages - batteries to be replaced and security discs to be replaced.

Manufacturer narrative:
Upon further review it was determined that the reported event involved only before use the parts i.e. Safety disk and battery are due for replacement. There was no malfunction of the device and therefore the event does not meet the definition of an incident (serious incident), making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Therefore, it is not a valid complaint. Please cancel in your database. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.